Manufacturer narrative:
Correction: review of this MDR and/or additional information received shows the event was not related to the patient¿s device, therapy, or implant procedure. Therefore, this event did not and does not meet the reporting requirements stipulated in 21 cfr 803. No additional information will be sent on this event.

Event description:
Additional information received reported the site confirmed the patient did not have a urinary tract infection.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A health care provider (hcp) for a clinical study reported via a manufacturing representative that there was a urinary tract infection.